Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-02786.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced a disrupted anterior defect, surgical procedure for reapproximation of anterior wall, vaginal bleeding, exam under anesthesia, removal of infected mesh, anterior incision in the vagina was completely separated, underlying mesh was exposed, malodorous, given two units of packed red blood cells, urgency, burning sensation during urination, dysuria and stress urinary incontinence.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bleeding, large blood clot in the vagina, closure of vaginal mucosa with finding of infected mesh, constipation, mixed incontinence, urge incontinence, frequent and chronic urinary tract infections, chronic pain, recurrence of prolapse and urinary retention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain with urination, loss of urinary control, foreign body in patient, and nonsurgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic organ prolapse, unspecified physical limitations, cystocele, hypotension and low blood pressure, vaginal and bladder infections, vaginal pain, edema, fluid retention, thickened vaginal mucosa, malodorous exudate, leakage, hemorrhage, soreness, fatigue, pressure, abdominal straining, abdominal pain, discomfort, and cyst.